Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device no longer met specifications for optical properties, however contact force was displayed when the device was connected to the tactisys. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to inadequate adhesive bonding, consistent with fluid ingress and reported contact force issue.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.